Event description:
Additional information was received from the manufacturer representative (rep). The reason for call was that while meeting with patient (pt) who reported intermittent issues charging ins since implant, pt said it often finds the ins but often quickly loses connection requiring multiple attempts before ins recharging can proceed. Rep reported that they had pt start an ins charging session and reported that after a couple of tries they were able to get ins recharging going and had been charging without interruption for about 10 minutes. Rep requested to have the clinician reset of the ins performed. Technical services reviewed the steps and the rep was able to reset the ins and initiate charging without losing connection. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had difficulty charging the ins. Patient said they will connect the recharger with their implant and soon after connecting, it goes back to searching for device and said "it takes forever to find it again". Patient said it's always been this way. Prior to call patient said they always wear their belt, said they palpate their skin and feel a lump like a rectangle that they believe is the device, and that they usually sit when recharging. The patient also reported sensations while recharging. Patient said they can feel the sparks on their back. Patient also said they always put the belt right over their skin and said they feel the shock or electricity in their back and every now and then it shocks them and it hurts. Patient stated they think it's gotten stronger on the shock and stopped charging their implant. Patient said they haven't charged their implant in almost a month. The following troubleshooting steps were performed: located the ins by looking for incision and/or palpating the ins, repositioned the recharger, apply comfortable pressure to the recharger or consider tightening the recharging belt, recommended patient lean forward while sitting to optimize ins position, recommended using recharger over a thin layer of clothing, see knowledge article questions for additional details regarding discomfort while charging, . Additional troubleshooting in formation: the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Moreover, patient reported the belt doesn't stick very well, it doesn't have a good stick on it. Patient stated that every now and then it just pops off on them. When asked for an event date, the patient said it's been a while. An email was sent to the repair department.

Event description:
Additional information was received from the patient. They stated they were getting the device taken out since they can never ever charge it and it always says searching. It was a pain and a big regret.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.